Manufacturer narrative:
Npb was not authorized to service the device; however, the biomed claimed that the repair could not be duplicated. The service history records for this ventilator's serial number were investigated. The information has been added to the database for trending purposes.

Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The puritan bennett (cse) was not authorized to repair the ventilator. The hospital biomed was unable to duplicate the alleged complaint. As per hospital biomed, the ventilator tested according to their specs.